Event description:
The customer reported to baxter (B)(4) a continu-flo solution set in which there was a cut in the set. According to the report, the customer stated that the staff was preparing to use this set and when they unpackaged it they noticed that the set was cut and the male luer adapter was missing. It was cut under the last (terminal) y-site and looked like a machine cut it. They then grabbed another set pouch and noticed the male luer adapter from the previously mentioned set was in that pouch with the set that should have been in there. This set pouch had no noticeable defects in the packaging and was sealed correctly. This incident occurred before patient use and there was no patient involvement; therefore, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): additional information. The sample was received for evaluation on (B)(4) 2011. The samples were received for evaluation for the reported condition of a cut in the set and the male luer adapter was missing and found in another set's packaging. A visual examination of the sample confirmed the set's tubing was cut. The root cause for this condition was attributed to human error. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.